Event description:
It was reported that an alert for episodes of non-sustained ventricular oversensing were observed via remote transmission. Upon egm review, the episodes were due to far field p-wave oversensing. Programming changes were recommended. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.